Event description:
As reported, approximately 14 years post op initial right tka, this 83 y/o female patient was revised. Knee was unstable, surgeon did a poly exchange of old optetrak. Patient was last known to be in stable condition following the event. Unknown medical history. X-ray was provided as well as a picture of her operative report from 2009. Product not being returned due to the account would not return the product due to their guidelines.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 200-02-32 - three peg patella 32mm 1416422 204-01-02 - ps cemented femoral sz 2 8101073 204-04-23 - trapezoid tibial tray sz 1f/3t, 2f/3t 1306396 204-32-01 - fluted stem extension 11l x 12 mm 1180531 620-00-02 - platelet rich plasma kit with spray tips 101311 620-11-02 - accelerate conc. Sys rep by 620-12-02 6001290901.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.